Event description:
During a premature ventricular contraction ablation case, optical issues with the catheter resulted in a procedural delay. The catheter was replaced to resolve the issue and the procedure was completed with no adverse consequences to the patient. It was noted that the contact force reading on the ablation catheter stopped showing force readings while the physician was placing radio frequency lesions. The physician turned off the ablation, the tactisys quartz was power cycled and then swapped out for another tactisys quartz, neither of which resolve the issue. The catheter was replaced, the issue was resolved, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.